Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor assembly was found to be damaged.

Event description:
During evaluation, the force sensor assembly was found to be damaged.